Event description:
It was reported that during implant, the lead measured r waves of 2.0-3.0 millivolts in multiple locations and did not capture at 5 volts at 0.5 milliseconds. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.